Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. During a call with baxter customer service, the following information was provided. On (B)(6) 2012, the patient experienced peritonitis. On the same date patient was hospitalized for the event. Cause of the peritonitis was unknown. Treatment was not reported. The patient has not recovered.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Per review of the batch records for lots h12c13045 and h12c23044, no nonconformance report was documented for these lots. All release criteria were met for the build of the lot. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). Follow up information ((B)(4) 2012): further information was provided by a consumer. On an unreported date in (B)(6) 2012, the patient was diagnosed with and was hospitalized for peritonitis. On an unreported date in (B)(4) 2012, the patient was discharged from the hospital. The patient recovered.